Event description:
It was reported that a patient presented to the clinic with intermittent noise on their right ventricular lead that was being oversensed. The patient also reported feeling flutter in their chest, but it was undetermined if this was associated directly with the lead noise. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.